Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received 28 inappropriate shocks.   The device was started up at 13:24:32 on (B)(6) 2022 at 16:42:04, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity. At 16:43:25, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was CPR/motion artifact. Post shock rhythm was asystole with CPR/intermittent cardiac activity. At 16:44:43, the patient received the second inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:45:17, the patient received the third inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:45:42, the patient received the fourth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:46:09, the patient received the fifth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:47:10, the patient received the sixth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:48:44, the patient received the seventh inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:49:11, the patient received the eighth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:49:37, the patient received the ninth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:50:04, the patient received the tenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:50:31, the patient received the eleventh inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was asystole with CPR/motion artifact. At 16:53:53, an arrhythmia was detected. ECG shows asystole with CPR/intermittent cardiac activity. At 16:55:41, the patient received the twelfth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:56:21, the patient received the thirteenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:58:30, an arrhythmia was detected. ECG shows CPR/motion artifact with intermittent cardiac activity. At 16:59:00, the patient received the fourteenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 16:59:34, the patient received the fifteenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:00:01, the patient received the sixteenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:00:30, the patient received the seventeenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:00:56, the patient received the eighteenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:02:19, the patient received the nineteenth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:02:45, the patient received the twentieth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:03:11, the patient received the twenty-first inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:03:38, the patient received the twenty-second inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:04:04, the patient received the twenty-third inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:07:07, the patient received the twenty-fourth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:07:41, the patient received the twenty-fifth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:08:02, the patient received the twenty-sixth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:08:28, the patient received the twenty-seventh inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact with intermittent cardiac activity. At 17:08:55, the patient received the twenty-eighth inappropriate treatment. Rhythm at the time of treatment was CPR/motion artifact with intermittent cardiac activity. Post shock rhythm was CPR/asystole. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The electrode belt was disconnected at 17:11:12 on (B)(6) 2022 the patient passed away on (B)(6) 2022